Manufacturer narrative:
The additional information does not change the root cause of the investigation results previously reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not shipped previously, therefore unable to return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an essential resection guide for an oncology case was not shipped to the surgeon, and the surgery was performed without this custom resection guide. The surgeon was very upset to have to resect a cancerous tumor without the cut guide. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event is for missing packaging components, therefore there were no components to return. Reported event was confirmed by review of invoice records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause is determined to be a quality system deficiency. The customer service representative placed the order based off of a printed and out of date pmi customer order form instead of referring to the electronic master file form. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.